Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that would have contributed to the reported complaint. Evaluation of the returned catheter found blood visible in the inflation lumen and in the loosely-folded balloon, which is consistent with the reported use of the device and a leak or rupture in the balloon. A new indeflator was used in an attempt to pressurize the catheter to rated balloon pressure (rbp) when fluid leaked from a pinhole in the balloon located 3.5 mm proximal to the distal balloon marker, confirming the reported rupture. It could not be determined if the pinhole was located along a crease or balloon fold. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, patient anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. The balloon was ultimately sent to the scanning electron microscopy (sem) lab for further analysis, which determined that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. The balloon exhibited a leak located adjacent to a longitudinal crease. In this case, since it was reported that no leaks were noted during preparation for use and the catheter was initially pressurized once without incident, this indicates that the balloon was not damaged prior to the procedure. The balloon material was likely damaged (scratched) from an interaction with other devices and/or the tortuous and calcified lesion such that upon inflation attempt, the balloon ruptured. To ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. It was reported that the balloon was not soaked during device preparation. It should be noted that the trek instructions for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating, not soaking the balloon prior to using the device can contribute to a balloon rupture. It was also noted during the analysis that there was a kink in the distal shaft, 12 cm proximal to the proximal balloon seal. However, this damage was not originally reported in the case description and likely occurred during use or from further handling as the device was packaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. In this instance, based on the information received with this complaint, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that during the second attempted dilatation, in a very tortuous and heavily calcified lesion in the right coronary artery, the 3.0 x 12 trek balloon ruptured at 10 atmospheres. The device was removed and a non-abbott dilatation catheter was used successfully. There was no reported adverse patient effect. Though requested, there was no additional information provided.